Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noticed that the master tool manipulator left (mtml) was not homing normally. Gimble home was 60 degrees off on one of the axis. Fse tried to calibrate but was failing the signal range on the mtm tests and never got the prompt when on step 14 of gimble replacement tests. Fse also stated arm seemed to move fast in erratic motions. Tse had fe on zoom and reran the tests with no change. Testing continues to fail signal range. The fse replaced the master tool manipulator (mtm)2 to resolve the issue. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation found that the mtm2 was returned for failure analysis, and the reported failure (recoverable fault error 23025 along axis 1) was able to be reproduced during sine cycle. The following parts will be replaced as a fix: ax 1 motor, a1 motor cable. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: a benign hysterectomy procedure was performed on (B)(6) 2022 on sk1261. This complaint is being reported based on the following conclusion: the left mtm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using the right mtm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer had a recoverable fault. The technical support engineer (tse) was informed that the customer had at 23027 error and when they recovered, the customer got a non recoverable 41070. The logs confirmed 23000 errors pointing to the right master tool manipulator (mtm) axis 4 and 5. The tse had site restart system with instruments in as instrument was grasping needle. Site restarted and errors returned. Tse had site do a hard restart of the surgeon side cart (ssc) and errors return. The tse advised site of option to disable the mtm to continue with left mtm as site was almost done and stated they only had two stitches left to do. Surgeon opted to complete case with one arm and assistance from bedside. The tse stayed on the line and assisted when needed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.